Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged progression of necrosis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
On (B)(4) 2013, the following info was reported to kci by physician: at (B)(6), it was reported that v.a.c. Therapy was discontinued allegedly due the progression of the pt's necrosis. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient info. No additional info is available.